Event description:
It was reported that the battery of patient's pacemaker (pm) had prematurely depleted. There were no consequences to the patient. No changes were made. Further information was requested but not received.